Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the cartridge had been filled the previous day. The customer changed the cartridge to resolve the issue. There was no reported impact to the customer¿s blood glucose.